Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with an evac 70 xtra icw, the unit would not coblate. An add'l two identical wands were tested on the controller, yet yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.